Manufacturer narrative:
The esu and some accessories were returned and thoroughly inspected/tested. A review of the unit's chronological log revealed that the unit displayed neutral electrode safety system (nessy) symmetry errors as reported. The safety system was found to be working properly and no determination could be made as to what caused the generator to error. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. No issues were found with a returned erbe active cord and grounding cables. An unopened/unused returned non-erbe snare was found to be compatible (i.e., correct size) with the erbe active cord. In conclusion, no erbe equipment was found that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported event. Somehow the alternate site became the least path of resistance for electrical current resulting in the burn. No conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a pedunculated polyp in the sigmoid. The settings were endocut q, effect 3, cut duration 1, cut interval 4 and forced coag mode, effect 2, 25 watts. During the procedure errors occurred involving the unit's neutral electrode safety system (nessy) and a non-erbe snare had to be changed. After the polyp was removal, a linear 10 cm long thermal burn was discovered on the opposite wall of the colon. Therefore, the patient was admitted for observation overnight. The patient experienced no pain and was released the next day.